Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on xx/xx/2015 for investigation. The autopulse platform s/n (B)(4) in complaint was returned to azm (zoll service (B)(4)) for investigation on 11/30/2015. Investigation as follows: visual inspection: visual inspection was conducted and it was observed that the led was flickering, confirming the reported complaint. No other issues found in the visual inspection. Archive analyses: in a review of the archive data log several user advisories (ua) were found. However there were no user advisories found on the reported event date ((B)(6) 2015). Functional testing: during functional testing the autopulse platform failed the inspection of the lcd panel. To remedy this issue the lcd board was replaced. Bases on the investigation results the lcd board was found to be faulty, thus requiring replacement of the lcd board. In summary: the reported complaint of the autopulse platform led flickering was confirmed in the visual inspection. In addition during functional testing it was also observed that the led was flickering. To remedy the issue with the led flickering, the lcd board was replaced. After the lcd board was replaced, the autopulse platform passed all final functional testing and performed as intended.

Event description:
It was reported by the azm team (zoll service in (B)(4)) that during maintenance on the autopulse platform, they observed the led was flickering. There was no patient involved during this event. No further information was provided.